Manufacturer narrative:
On (B)(6) 2021, it was reported to mentor that the deflated implant was the right sided implant. The left implant was not reported to be deflated. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 2/25/2021, it was reported to mentor that the date of implantation was (B)(6) 2011. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation primary with a mentor smooth round moderate profile 375cc on the left side and with mentor smooth round moderate profile 250cc on the right side and suffered a bilateral chest injury and a deflation. As a result, the patient had undergone removal and replacement with mentor memorygel breast implant 400cc on (B)(6) 2020. This medwatch is for the left breast implant.